Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic colon procedure, the balloon initially inflated correctly after insertion. About 45 minutes into the case, the balloon popped out and would not subsequently inflate. A second balloon was inserted and within 20 minutes the same issue occurred. There was no patient injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. The UDI number is not available. The last known patient status is fine. A new device was opened to continue the procedure. The product is available and will be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The balloons were inflated; a leak was observed from the distal flanges. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the condition of device 1 is consistent with inadequate handling by the end user. The condition could happen when excessive force is applied to the frontal area of the balloon already inflated which results in the inner flange detachment. Root cause of the condition of device 2 was improper adhesive application between the inner sleeve and inner flange. The root cause of the observed condition of device 2 was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.